Event description:
On january 29, 2025, neotract has been made aware that ¿during a prostatic urethral lift (pul) procedure, the first implant failed to deploy. The physician reported that the implant misfired, and the entire device had to be removed as the handle was not functioning. According to a neotract representative present during the procedure, there was a notable amount of bleeding as the physician extracted the device. The physician used graspers to remove the implant and opened a new handle to complete the procedure successfully.¿ additional information received on february 05, 2025, indicated that ¿according to the physician, the needle would not go back in, which is why the handle did not work. The patient's bleeding resolved over the weekend, and no intervention was needed.¿ on march 07, 2025, the investigation of the returned sample found that 3mm of the needle was not returned with the device. Further additional information received on march 19, 2025, indicated that ¿there was a small fragment of the needle that was removed from the patient.¿